Event description:
Livanova deutschland received a report that an essenz venous clamp gave a failure error message (error code not available) during procedure. Since continued use was possible, the case has been terminated. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz venous clamp. The incident occurred in yamagata, japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.